Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. On 20-jun-2025 customer reports no communication between transmitter with pump. Following our receipt of one transmitter and performed visual inspection and found transmitter with physical damage to cow catcher and all connector pins, unable to continue with functional testing or verify communication anomaly due to physical damage. In summary, the customer complaint of loss of communication anomaly could not be confirmed due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no sensor signal. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Troubleshooting was performed and deleted transmitter serial number from pump and re-paired but transmitter would still not communicate or trigger a ""sensor connected"" alert. No harm requiring medical intervention was reported. Product return is required for mmt-7841zn.